Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: the glidewire was used during an angiogram, and there was no resistance when inserting the wire. Once it was removed, the hydrophilic tip separated from the wire. There were no fragments left within the patient's body. The procedure was completed successfully, and the device was completely removed without issues or harm to the patient. No blood loss was reported. The device did not have noticeable damage prior to use. The sample is contaminated by blood/body fluid. The sample is not contaminated by anti-cancer agent.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Appearance confirmation (visual inspection, microscope): the returned device was only 1 advantage. The outer layer of the actual device had been flared toward the distal end. It had been elongated but not fractured at the flared part of the outer layer. The wire strand had been exposed over approximately 246mm to approximately 250mm from the distal end. It had been abraded near approximately 180mm from the distal end. No anomaly was found in appearance in other parts. Dimensions: the outer diameters of the hydrophilic-coated and ptfe-coated parts: they met the factory's specifications. No anomaly was found. Length of defects: since no fracture shape was observed on the outer layer, it was considered that there was no defect in the outer layer. As a result of the history investigation, no anomaly was found. Past simulation test: the catheter was inserted into advantage that had been abraded and advantage was pulled into the catheter, and the catheter continued to be inserted while the abrasion was caught on the catheter. The outer layer became flared toward the distal end. Based on the investigation results, no anomalies were found in the manufacturing history records and dimensions. Also, as one of the possibilities, it was inferred that the actual device came into contact with some hard object and the outer layer of the connection of the flare -proof ring lifted. It was also inferred the lifted outer layer got caught, leading to the flare toward the distal end when the actual device was operated in that state. However, since the details of the procedure were unknown, it was not possible to determine the cause of the occurrence. Ashitaka factory is committed to maintaining product quality through the following controls. In the product assembling process, 100% visual inspection is performed to ensure that there is no anomaly in appearance including abrasions. In the product assembling process, 100% visual inspection is performed to ensure that there is no lift or flare on the outer layer. IFU of this product includes the following caution: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."